Event description:
It was reported that customer was hospitalized with high bgs and was in a coma for two days. Troubleshooting revealed there was no bolus activity for the last five days and the programming was incorrect. Technician explained the impact of incorrect programming.